Event description:
It was reported the device was received broken. No further info is available at the time of this report.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is designed related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.